Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device needle. The following information was provided by the initial reporter. The customer stated: "there was "contaminated on the needle."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. The photo showed excess lubrication on the cannula. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula based on photo analysis.